Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., b.6., d.1., d.2a., d.2b., d.4., h.4., h.6.

Event description:
Patient reported "rupture". Later healthcare professional reported "pain", "tenderness" , "nipple discharge" , "swelling" and "chronic inflammation with foam cell aggregates". This record is for the left side. Device was explanted and replaced with non-abbvie devices. Device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed an opening through microscopic inspection assessed as surgical impact opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and non-penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". Later healthcare professional reported "pain"; "tenderness"; "nipple discharge"; "swelling" and "chronic inflammation with foam cell aggregates". This record is for the left side. Device was explanted and replaced with non-abbvie devices. Device has been returned.